Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the surgeon commented that the event was due to a technical error and that a replica sizer will be used in the future. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that occlusion of coronary artery ostium was detected after implantation of a 23 mm pericardial aortic valve. This device was originally implanted for aortic valve replacement to correct aortic stenosis. The surgeon concerned that this valve might be too big for the patient¿s annulus since the patient¿s valsalva sinus was narrow; however, it was determined that this valve would not be a problem as blood flow could be confirmed during pumping. Shortly after pump-off, blood pressure got dropped and ventricular tachycardia due to occlusion of coronary artery ostium was detected. After re-starting pumping, coronary artery bypass graft was performed emergently. The patient status was reported as ¿under treatment¿ at ICU. The valve was not returned for evaluation as it remained implanted. The surgeon commented that the event was due to a technical error and that a replica sizer will be used in the future.